Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered two ruby coils in the target vessel using another manufacturer's microcatheter. While advancing the third ruby coil through the microcatheter, the physician decided to use a smaller ruby coil; therefore, the ruby coil was removed. While retracting the ruby coil, the physician experienced resistance and the ruby coil became "stuck". Upon removal from the microcatheter, the ruby coil was observed to be unraveled and stretched. The procedure was completed using a new ruby coil with the same microcatheter. There was no report of an adverse effect to the patient.